Event description:
It was reported that during a cervical procedure he placed a cslp small stature plate and put screws in the top two holes. He then placed the screws in the bottom two holes and tightened the screws. When he went to final tighten the top screws he noticed they were beginning to go through the plate. He removed the plate and all the screws, placed the plate back in the patient along with the two bottom screws and used two new screws for the top holes. The procedure was completed with no reported adverse effect to the patient.

Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing evaluation showed the flanges of both screws have different signs of intense use, like scratches, deformations, dents and burrs. One screw has a deep nick in a long direction over the thread. The relevant dimensions of both screws are cannot be verified anymore, which can be traced back on the use of the screws. At one screw the flanges are bent inward, here we assume that the plate was pulled over the screw head as described. At the other screw the flanges are bent outward, which indicates that the flanges were expanded by the locking screw during tightening. We are not able to determine how the deep nick at one screw was caused, based on the appearance of the nick we can only assume that the screw was hit with a drill bit after the screw was placed. All findings indicate that very high forces were applied onto these screws and could have caused the complained malfunction. It is concluded that this complaint is indeterminate from a manufacturing standpoint as the relevant dimension cannot be verified anymore and as the lot numbers are unknown, which makes a DHR review impossible. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2012. Placeholder.